Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "bad keypad," with an intermittent keypad response of the #2 and #3 keys, which was experienced during evaluation. The #2 and #3 keys worked intermittently when the device was powered on. It was found to be caused by a failed keypad. The keypad replacement was satisfied through replacement of the front case. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a bad keypad. It was also reported there was no patient injury.